Manufacturer narrative:
(B)(4). Evaluation summary: visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an arteriovenous fistula. A 7.0 x 40 mm armada 35 balloon catheter was advanced without resistance. However, during the first inflation at 15 atmospheres, the balloon ruptured and separated inside the anatomy. It was reported that some balloon material may have remained inside the anatomy since the balloon cannot be seen on fluoroscopy. The device was removed and replaced with a non-abbott balloon catheter to complete the procedure. The event did not cause a clinically significant delay in procedure. No additional information was provided.